Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported inoperable keypad- unknown specific keys, which was confirmed during evaluation. The cause was determined to be a loose keypad flex connection to the input/output ( I/o ) printed circuit board (pcb) . The loose keypad flex was adjusted and reconnected to the input/output printed circuit board to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable keypad - unknown specific keys. There was no known patient injury or medical intervention associated with this event. No additional information is available.